Event description:
Procedure unknown - "surgeon could not apply clip, it would not close. It does close when not on anything."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which prevents the reverse travel of the clips out of the jaws, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The exact cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. During clip application, verify that the ligation site is free of obstructions or other clips before firing. This document represents our final report.